Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported by the patient that the adhesive on the infusion set was not sticking well. The patient had gone through 6 infusion sets in 2 days, and the whole box of 10 in 10 days. The adhesive would appear to adhere, but then throughout the day it would randomly not connect and his blood sugars would spike to 500+ as he was not getting insulin. The defective adhesive caused them to dislodge, causing the tubing not to insert insulin in. The patient also experienced tiredness and felt sick, and required rescue insulin frequently. The patient attempted to reinforce the cleo adhesive without success. The issue did resolve with replacement devices. See related MFR#s: 2183502-2016-01216, 2183502-2016-01215, 2183502-2016-01217, 2183502-2016-01218, 2183502-2016-01219, 2183502-2016-01219, 2183502-2016-01220, 2183502-2016-01491, 2183502-2016-01492, 2183502-2016-01494.